Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was experiencing noise and low pacing impedance. Programming changes were made. The patient's condition was stable.